Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that a patient underwent laser assisted cataract procedure. Postoperatively, glaucoma developed in one eye. Two months post-operatively, a trabeculectomy was performed. There are multiple files for the related literature article; additional reports will be submitted.